Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of 400 mg/dl and customer current blood glucose was 198 mg/dl. Customer experienced pain in stomach and blood vomiting. Customer was treated with intra venous fluid. The insulin pump will not be returned for analysis.